Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. It is reported that dermabond skin adhesive was used to close the right knee incision and surgeon states there was no wound infection. Additional information has been requested from physician via email. No additional event/patient details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected. Note: the actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
It is reported that post right knee surgery, patient's skin presented with blistering surrounding a healed incision, underneath the aquacel ag dressing.